Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that ventricular undersensing by the pulse generator caused the patient to go into ventricular tachycardia which subsequently self terminated. The patient's r-waves were between 2-3 mv. The ventricular sensitivity settings were increased and the patient would be monitored.